Event description:
The patient reported that he had pain around the pump itself, was ¿extreme pain¿ and ¿constant problems¿ with the pump. The pump was used to deliver bupivacaine and morphine. The hcp reported the patient had an MRI (B)(6) 2013 and a dose adjustment on (B)(6) 2013 with the daily dose increased by 15% . The morphine increased to 4mg/ml and the bupivacaine 14mg/ml. The MRI revealed prior pedicle screw and rod augmentation from t11 to l5 with interbody fusion at l2-3, l3-4 and l4-5. Prior vertebral compression fracture at l1 with approximately 50% loss of vertebral body height. This is of indeterminate age but likely old. No evidence of neural foraminal or spinal canal narrowing. Metallic defect consistent with intrathecal pain medication pump in the left lower quadrant and intrathecal pump catheter. The catheter was not well seen on this examination.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).